Event description:
It was reported that the patient experienced infusion set leakage at site on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6)patient country: australiapatient postal code: (B)(6).name: medtronic minimedcountry: united states of americastreet: 18000 devonshire streetcity: northridgestate: californiazip code: 91325 ¿ 1219.based on the available information, this event is deemed to be a reportable death.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site: 8021545.